Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Primary analysis findings: no anomalies found. Blood/body fluid was present in the proximal conductor (no obstructed) and helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Mechanical testing revealed the helix consistently extended and retracted within five turns. Helix, fully extended, measured .074 inches within specification. Visual inspection noted outer insulation cut at generator end; apparent explant damage noted.

Event description:
It was reported, approximately 27 days post implant, high unstable threshold value with the right ventricular lead was observed. Consequently, a revision procedure was attempted for lead repositioning but was unsuccessful, as the helix would not fully extend. Therefore, the lead was excised and replaced uneventfully. No patient complications have been reported as a result of this event.